Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), sjogren's syndrome ('autoimmune diagnosed : sjogren's syndrome') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergy") and psychological trauma ("psych injury"). The patient was treated with surgery (she had salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, sjogren's syndrome, genital haemorrhage, abdominal pain and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and sjogren's syndrome to be related to essure. The reporter commented: she received treatment for chronic pelvic pain / chronic abdominal pain, general abnormal bleeding, allergy, autoimmune: sjogren's syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details updated and patient demographics and laboratory data were added. Updated essure indication. On (B)(6) 2018, she explanted essure. Injury event was replaced with chronic pelvic pain / chronic abdominal pain, general abnormal bleeding, allergy, psych injury, autoimmune: sjogren's syndrome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), eczema ("eczema"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced sjogren's syndrome ("autoimmune diagnosed : sjogren's syndrome"). On (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergy") and headache ("headache"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, sjogren's syndrome, genital haemorrhage, abdominal pain and hypersensitivity had resolved, the depression, vaginal haemorrhage, menorrhagia, anxiety, rheumatoid arthritis, migraine and fatigue outcome was unknown and the eczema and headache was resolving. The reporter considered abdominal pain, anxiety, depression, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pelvic pain / chronic abdominal pain, general abnormal bleeding, allergy, autoimmune: sjogren's syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), eczema ("eczema"), migraine ("migraines / headaches") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced sjogren's syndrome ("autoimmune diagnosed : sjogren's syndrome"). On (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergy") and headache ("headache"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, sjogren's syndrome, genital haemorrhage, abdominal pain and hypersensitivity had resolved, the depression, vaginal haemorrhage, menorrhagia, anxiety, rheumatoid arthritis, migraine and fatigue outcome was unknown and the eczema and headache was resolving. The reporter considered abdominal pain, anxiety, depression, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rheumatoid arthritis, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pelvic pain / chronic abdominal pain, general abnormal bleeding, allergy, autoimmune: sjogren's syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs and mr received: events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, rheumatoid arthritis, eczema; migraines / headaches, fatigue were added. Reporters, event onset date, outcome lab data, demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), eczema ("eczema"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced sjogren's syndrome ("autoimmune diagnosed : sjogren's syndrome"). On (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergy"), headache ("headache") and rash ("skin rashes"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, sjogren's syndrome, genital haemorrhage, abdominal pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, rheumatoid arthritis, eczema, migraine, fatigue, headache and rash was resolving. The reporter considered abdominal pain, anxiety, depression, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pelvic pain / chronic abdominal pain, general abnormal bleeding, allergy, autoimmune: sjogren's syndrome. Received treatment for pain, bleeding, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: pif received- event outcome of psych injury / depression, mental anguish, rheumatoid arthritis, migraines / headaches, fatigue, headache updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), eczema ("eczema"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced sjogren's syndrome ("autoimmune diagnosed : sjogren's syndrome"). On (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergy"), headache ("headache") and rash ("skin rashes"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, sjogren's syndrome, genital haemorrhage, abdominal pain and hypersensitivity had resolved, the depression, vaginal haemorrhage, menorrhagia, anxiety, rheumatoid arthritis, migraine and fatigue outcome was unknown and the eczema, headache and rash was resolving. The reporter considered abdominal pain, anxiety, depression, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pelvic pain / chronic abdominal pain, general abnormal bleeding, allergy, autoimmune: sjogren's syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: pfs received. New event 'skin rashes' was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("mental anguish"), eczema ("eczema"), migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced sjogren's syndrome ("autoimmune diagnosed : sjogren's syndrome"). On (B)(6) 2013, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergy"), headache ("headache") and rash ("skin rashes"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, sjogren's syndrome, genital haemorrhage, abdominal pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved, the depression, anxiety, rheumatoid arthritis, migraine and fatigue outcome was unknown and the eczema, headache and rash was resolving. The reporter considered abdominal pain, anxiety, depression, eczema, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for chronic pelvic pain / chronic abdominal pain, general abnormal bleeding, allergy, autoimmune: sjogren's syndrome. Received treatment for pain, bleeding, allergic reaction diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: psf received. Outcome of event : abnormal bleeding (vaginal) , menorrhagia updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.